Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this device was changed out for normal battery depletion.

Event description:
Boston scientific received information that this device was associated with a brief period of loss of capture during an atrioventricular node ablation. A boston scientific field representative reported the device had been programmed to off-electrocautery mode, and pacing outputs increased; however, approximately two to three seconds of loss of capture occurred about fifteen seconds into the ablation. Lead measurements were normal. A boston scientific technical services consultant (ts) discussed either raising the outputs to a higher level, or limiting the duration of the ablation burn in such situations. The representative reported the procedure already had been completed, with no adverse patient effects. Subsequently, the representative reported that the physician and ts suspected the loss of capture may have been due to the device energy having been shunted, or the patient's heart having too much energy present.